Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photos show an implanted iol. There appears to be a dark line or mark over the edge of the optic. The origin of the observed dark line or mark cannot be verified from the returned photo and without the evaluation of the physical product. Based on our observation of the attached photo, there appears to be a dark line or mark over the edge of the optic. The origin of the observed mark or line cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of lens optic chip. The surgeon left lens in the eye as chip was not near central zone. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).